Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14jul2023. H6: investigation summary : samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd insulin syringe ultra-fine® experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: the needles are mottled, uneven in color, and partially blackened. Replace a new lot number to use. No adverse reactions and medical consequences.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe ultra-fine® experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: the needles are mottled, uneven in color, and partially blackened. Replace a new lot number to use. No adverse reactions and medical consequences.